Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the 3100 high-frequency oscillating ventilator (hfov) that the start/stop button was intermittently not starting the driver. The customer reported the system was pressurized, but when the start/stop button was depressed, the driver would not start. The customer reported that the ddi (dynamic displacement indicator) board was defective. The issue was found during pre-use setup, and there are no reports of patient involvement associated with this event.